Manufacturer narrative:
As per communication with the reporter it was determined that the failure actually reported is related to a non-deployment of the implants which does not require any medical intervention, surgery was finished without any patient injuries or significant delay using a back-up device. This failure mode does not meet the criteria to be reportable. Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.

Event description:
It was reported that during the surgery a fast fix was used, the first point of the meniscus was made without any inconvenience and it was decided to pass another point, a second fast fix was used. Needle was passed into the meniscus and the first shot was made , when the needle was removed the surgeon realized that the pick did not pass in the meniscus, a second attempt was made and the implant was not lowered. A new suture was passed and the meniscus suture was performed without any issues reported. The procedure was completed without injuries or delay reported. Five attempts were made with the fast fix that failed initially, the implants went down in the needle, after 7 attempts the implants go down in the needle.